Manufacturer narrative:
The following field was updated per additional information received: h6. Additional information: investigation. The investigation was reopened due to additional information provided. The following allegations have been investigated: pulmonary embolism (pe), deep vein thrombosis (dvt), organ/vena cava perforation, embedment, abutting aorta, multiple embolic episodes of strokes which caused impaired cognitive function, loss of extremity use, inability to walk, left hand/side paralysis, right eye neglect (blindness), complete incapability of selfcare, depression with mood disorder, and wheel chair use. The reported allegations have been further investigated based on the information provided to date. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Unknown if the reported abutting aorta, multiple embolic episodes of strokes which caused impaired cognitive function, loss of extremity use, inability to walk, left hand/side paralysis, right eye neglect (blindness), complete incapability of self care, depression with mood disorder, and wheel chair use are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been provided at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following fields were updated per additional information received: a2, a4, b1, b2, b5, b6, b7, and h6. H6 device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2007 via the left femoral vein due to deep venous thrombosis. Patient is alleging vena cava perforation, organ perforation, and that the device contacts the aorta. The patient is further alleging "multiple embolic episodes of strokes which caused impaired cognitive function, loss of use of extremities, unable to walk, left hand/side paralysis, right eye neglect (blindness), totally incapable of any self care, wheel chair bound.", at least 1 post-implant deep vein thrombosis, at least 1 post-implant pulmonary embolism, and depression with mood disorder after entering into long term nursing status subsequent to stroke. Per a report from CT (computed tomography), "the hook of the cook gunther tulip retrievable ivc filter is at the l2-3 interspace. The ivc filter is not tilted. All the struts of the ivc filter perforate the ivc up to 11mm. One (1) anterior strut perforates the ivc wall and is embedded within the small bowel. One (1) lateral strut perforates the ivc wall and contacts the aorta. No hemorrhage seen. No thrombus is seen within the ivc. No fracture fragments are identified." Per report from CT, "intact inferior vena cava filter centered at the l2-l3 level with several of the filter legs projecting beyond the venous lumen into the adjacent retroperitoneum."

Manufacturer narrative:
Additional information: occupation: non healthcare professional. Investigation ¿ it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown; no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that the patient received a gunther tulip on (B)(6) 2007. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.